Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that a patient's precision system was explanted due to an infection at the pocket site. The patient's symptom was oozing. The patient was given oral antibiotics and is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-70 serial# (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inches stylet the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.

Event description:
A report was received that a patient's precision system was explanted due to an infection at the pocket site. The patient's symptom was oozing. The patient was given oral antibiotics and is reportedly doing well following the procedure.